Event description:
The complainant reported during prep a controller was powered on and then gave an ¿unexpected controller shutdown alarm¿. No pump was connected to it. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrections: h3-changed to yes. H6 component code changed from g04035 to g07001. The investigation for the unexpected controller shutdown has been completed. The reported unexpected controller shutdown alarm (event set #603) was not determined due to inability to reproduce.